Event description:
Healthcare professional (hcp) reported 5 patients (pts) receiving hemodialysis therapy on the 1550 hemodialysis machine. Five minutes after initiation of therapy pts complained of numbness and tingling of extremities. Pts were then noted to be unresponsive and had "no blood pressure." The therapy was stopped and blood rinseback to pts was initiated immediately. 500-600cc normal saline and oxygen was administered to all pts. Pts became responsive 5 mins after medical intervention was initiated and blood pressure increased after ten mins. No further medical intervention was necessary and not pt injury resulted from the this event.